Manufacturer narrative:
Additional information has been received which was not included in the initial report. Updated information has been provided in section b5, h6(hecc, heic) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported hyperglycemia and was treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), manual injection/insulin pen, IV insulin drip (intravenous insulin infusion).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported hyperglycemia, hyperglycemia, diabetic ketoacidosis, diabetic ketoacidosis treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), manual injection/insulin pen, IV insulin drip (intravenous insulin infusion). Customer reported the following led up to the event: coffee document treatment for high blood glucose: syringe. The event involved product(s) mmt-397a, mmt-332a, mmt-1884. Trouble shooting was partially performed and customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smart guard feature at the time of the event. Customer reported high blood glucoses. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. Customer will continue to use the insulin pump. No product return is required for mmt-1884.